Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The medtronic representative trouble-shooting at the time of the event reported the biomed representative had a phone plugged in via usb and the phone lost power when it cycled, which suggested the issue may either have been the I/o hub or the external psu cable being pinched. No parts or files have been received by the manufacturer for evaluation.

Event description:
A biomedical engineer reported that while a stealthstation s7 system was left 'on' in their shop and running cranial software, the camera chain power cycled randomly. In trouble-shooting with a medtronic representative, the camera heads and scus were swapped and relevant cables were re-seated, and did not resolve the issue. Since this event was reported outside the operating room, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
A medtronic representative replaced the input/output hub in the machine and this resolved the issue. The system passed all testing after the part was replaced.

Manufacturer narrative:
The computer input/output (I/o) hub was returned to the manufacturer for analysis. When connected to known good system the I/o hub performed as expected. The set up was allowed to run for over 24 hours with no problem found. The reported event could not be duplicated by medtronic personnel.